Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime/a33 test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. Device passed self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not rewinding. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the insulin pump had unexplained or no delivery alarm, reject battery, the insulin pump was slower to rewind, batteries was going quicker. The insulin pump will not be returned for analysis.